Event description:
A report was received that a pt was explanted due an epidural hematoma after undergoing a procedure to implant a paddle lead. The pt experienced paralysis from her lower rib cage to her feet.